Event description:
On (B)(6) 2013, the patient contacted animas to report a high blood glucose (bg) excursion. The patient stated that on (B)(6) 2013 at 6:40 am she had a high bg of 501 mg/dl with no mention of symptoms. In response to high bg, the patient claimed she changed site and self administered 6 units of insulin by syringe. Bg resolved to 242 mg/dl by 9:45 am. The patient reported that on (B)(6) 2013, the day prior to high bg excursion, she was having a problem with infusion set falling off. The patient stated she changed out site and set; however, forgot to prime the tubing as instructed. The patient admitted to her mistake. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient¿s alleged hyperglycemia can be attributed to use error since the patient forgot to prime the pump after changing out site/set.